Event description:
The manufacturer received information alleging a ventilator's internal battery was not charging. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation. The device's internal battery was replaced to address the issue.